Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician from a hemodialysis user facility requested technical support after observing a power supply plug that appeared discolored. There was no report of patient involvement when the alleged event was observed. Follow up with the biomed technician indicated that the machine was still out of service and the power supply plug showed signs of melting. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The power supply cable assembly was received with signs of heat damage on the prong of the hot side of the terminal and inner molding of the plug. Further inspection shows pitting/arcing on the prong. There was no damage found on the neutral and ground terminals of the plug. The wires on the other end of the cable were cut. The power supply cable assembly was installed without problems and the test machine powered on without any additional damage to the plug of the power supply cable assembly. The test machine functioned properly during dialysis without further damaging the plug of the power supply cable assembly. A self-test passed with the power supply cable assembly installed. The heat disinfect program passed without further damaging the plug of the power supply cable assembly. A continuity test passed on all three wires (hot, neutral, and ground) of the power supply cable assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.